Event description:
It was reported to medtronic neurosurgery that the device was leaking from the main system stopcock. According to the report, the stopcock was also slightly bent.

Manufacturer narrative:
The product has not ben returned to the manufacturer. Therefore, an evaluation of the device performance was not possible. No impact to the pt was reported.